Manufacturer narrative:
The insulin pump was received with a blank display due to corroded electronic and motor assemblies. Unable to verify the display anomaly or button error alarms due to the blank display.

Event description:
The customer stated that the screen was distorted, and she was unable to read it. The customer then called to report a button error alarm. Troubleshooting was performed, and the buttons were not been pressed for three minutes or longer. Advised that the insulin pump would be replaced. Nothing further was reported.